Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and rva. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: tp1a.220624.014.g781vsqslhyi1, hardware: sm-g781v, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and rotavirus a (rva) on (B)(6) 2026. The patient's blood glucose levels reached 700 mg/dl while wearing the pod. The patient mentioned that the dka was triggered as a result of the rva. Symptoms reported include coughing and vomiting. The patient was treated with insulin drip and unspecified fluids. The patient was discharged on (B)(6) 2026.